Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that upon testing blood glucose (bg) level, the customer entered a bg value of "473" into the bolus screen, and delivered a correction bolus. Reportedly, the customer consumed ice cream and the customer's fingers had remaining ice cream residue. The contact had the customer wash their hands and re-test bg level, and reported bg value to be 298 mg/dl. The contact called tandem technical support to inquire if the correction bolus for the incorrect bg value of "473" could be stopped. Review of the bolus history by tandem technical support showed that the full amount of the correction bolus had been completely delivered. To treat bg level, the contact reported that the customer will consume more food to correct for the over delivery. The contact declined further follow-up from tandem technical support regarding bg level.